Manufacturer narrative:
(B)(4). The date of event onset was reported as an unreported date between (B)(6) 2015 and (B)(6) 2016. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The peritonitis was manifested by diarrhea. The cause of the event, treatment details, and hospitalization were not reported. At the time of this report, the patient had recovered from the peritonitis event. Dianeal therapy was ongoing. No additional information is available.